Event description:
The customer reported the monitor flickered and the software was corrupt. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A circuit board was replaced. The system was then found to be operating as intended.